Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead passed a continuity test which confirmed it was electrically continuous. An x-ray performed confirmed there were no fractures and the helix was intact and undamaged. The inner conductor coil was observed to be deformed near the distal tip. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.